Event description:
Overdose. In 2004, the pt began treatment with nutropin aq via pen device (0.6 mg sc daily) for treatment of growth hormone deficiency. Prior to starting therapy, a home health care nurse met with the pt and instructed them on the use of the nutropin aq pen (estimated apr 2004). The pt went to the local acute care facility to receive the first injection in 2004. The acute care physician, loaded and programmed the nutropin aq pen for the first time during this visit. The pt witnessed this procedure, and reported that the cartridge was loaded and primed correctly. Following the initial injection on this date, the pt experienced cessation of daily migraines. In the evening of 2004, they experienced sleepwalking. From the following week the pt self-administered the nutropin aq pen. During this time, they developed drowsiness on the 2nd day, which has persisted. On the last day of that week, they experienced uncontrollable crying. The pt identified no other signs of symptoms during this report. With an earlier report to the genetch qa department, the pt also reported experiencing heart rate the pounding that caused a heaviness in their chest, headaches, numbness in arms and legs, swelling, and that they "felt horrible". In a week later they went for an eval by their primary care physician. They asked the physician to administer the nutropin aq on this date. It was noted the device was not injecting. After further inspection by the physician and pt, it was noted that the nutropin aq pen cartridge was empty. The physician assessed that the pt had been receiving overdosage of nutropin aq. The pt reported that the physician told them the nutropin aq cartridge would last for 15 days, and that it had only lasted 7 days. They also reported the physician stated the pen device was not correctly calibrated. Nutropin aq was held for 2 days. During this temporary discontinuation, the pt did not experience crying episodes, though drowsiness persisted. In 3 days later, the pt restarted nutropin aq. They were instructed by their primary care physician to "draw 0.12 ml, which equals 0.6 mg from a nutropin aq cartridge and inject subcutaneously with an insulin syringe". On the evening of the same day, they experiended sleepwalking. In the next day, the pt developed transient memory loss, described as becoming lost and disoriented while driving home, continued driving for about 6 miles before recognizing where they were going. The temporary memory loss did not recur. After the memory loss episode, the pt had a recurrence of the crying episodes. The pt self tested glucose levels in may 2004, with results including am fasting glucose 122, 2-hour postprandial glucose 142, and random glucose level of 102 "a few hours" after postprandial level. No other glucose testing was reported.

Event description:
Overdose case description: 15 day alert medical report overdose this case, MFR control number 206128, is a spontaneous, medically unconfirmed consumer report referring to a pt. A consumer reported the case. Past medical histroy was significant for onset of persistent illness, described as "sick all the time: with stomach aches and abdominal problem. In 1996, the pt's gallbladder "shutdown" and was removed. Following surgery, pt developed amenorrhea, followed by kidney stones. In 1999, pt was evaluated by an endocrinologist with negative